Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log did not verify the occurrence of an increased intra-peritoneal volume (iipv) event. A device history review revealed no issues that could have caused or contributed to the reported issue. A short simulated therapy was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during of peritoneal dialysis therapy. The nurse reported that the patient had manual drain volumes over 5000ml and experienced bloating and shortness of breath. There was no patient injury or medical intervention associated with this event. No additional information is available.